Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices.

Manufacturer narrative:
Concomitant medical products: nv crown cup clstr hole 48mm group 1 (cat# 180-01-48 / serial# (B)(4), cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the 66 y/o female patient had a revision of total hip due to wear. The stem was retained and a new exatexh head was used. The cup and liner was replaced with competitors device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return.

Manufacturer narrative:
Additional information: b5, b7, & d6a h7. Yes.

Event description:
As reported via additional legal documentation, on (B)(6) 2022 a female patient had a right hip arthroplasty revision with bone graft, approximately 6 years, 4 months after their initial arthroplasty. Accelerated bone loss resulted in bony defects requiring bone graft. This has resulted in a prolonged disability due to the only "toe-touch weight bearing" on the affected leg for an extended period of more than 4-months secondary to the arthroplasty revision with bone graft. The patient is wheelchair bound requiring assisted care for adl. There is no other patient demographic information available. There is no information on the surgical procedure. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.